Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The blood glucose level was 220 mg/dl at 10:00 p.m. On (B)(6) 2016. On (B)(6) 2016 at an unknown time, the patient was found dazed in the bed by a friend. The friend took the patient to the hospital. At the hospital, the patient's blood glucose level was 800 mg/dl. The type of treatment given to the patient at the hospital was unknown. The patient was still currently in the hospital. The infusion device was requested to be returned for product evaluation.